Event description:
The customer reported that the system locked-up when trying to send images to the cd/dvd. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and cd/dvd were replaced and the system software was reloaded. The system was then found to be operating as intended.